Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in adapter should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image drops occasionally. The issue occurred during an unspecified urology procedure. The procedure was completed using an olympus back up device. There were no reports of patient harm.